Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr procedure an occlusion occurred in the access vessel after removal of the esheath. Access was obtained from the right femoral artery via cut-down. There was no resistance while inserting and advancing the esheath and delivery system, although moderate plaque was present in the descending aorta. The sapien 3 valve was directly implanted in the targeted position without issue. No change was found in the plaque and hemodynamics were stable throughout the procedure. After removal of the esheath, the dorsal artery could not be palpated and there was a decrease of spo2. Angiography did not indicate blood flow distal of the right popliteal artery. A fogarty catheter was used to unsuccessfully remove the obstruction due to adhesion to the vessel wall. Percutaneous transluminal angioplasty was performed using a 3mm balloon catheter. Another angiography showed blood flow and palpation of the dorsal artery became possible. The procedure was completed. After removal, a split was observed in the sheath tip. The operator mentioned that some plaque might have been caught while retracting the esheath. At a later date, the dorsal artery could be palpated well, spo2 maintained 100% and there was no problem in blood flow. No further treatment was planned. When the complaint unit reached edwards' facility, the unit was reviewed and found to have a tear in the sheath tip, which extended to sheath body (blue hdpe area).

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The returned device was fully inspected and the sheath liner and tip appeared to have expanded, as designed. Deep scratches were noted on the proximal section of the sheath shaft 2 inches in length. Additionally, a split was observed at the distal tip. Imagery was provided from the field for review that shows the sheath distal tip split. Due to the nature of the complaint and returned condition of the device, functional testing and dimensional testing could not be performed. During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no additional similar complaints. A review of complaint history from april 2019 to march 2020 revealed additional returned complaints for the esheath introducer set for ¿sheath distal tip ¿ split¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Of those with confirmed complaints, no manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. A review of complaint history revealed that the occurrence rate does not exceed the march 2020 control limits for the trend category ¿damaged¿. The IFU, device preparation manual, and procedural training manual were reviewed. During preparation, the operator is instructed to visually inspect all components for damage. The sheath should be inserted slowly with continuous motion to minimize friction. Push force can vary due to the angle of insertion, vessel diameter, tortuosity, and degree of calcification. Based on the review of the ifus and training materials, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of the returned device. However, a manufacturing non-conformance was not identified. Review of complaint history, lot history, and DHR showed no indication of a manufacturing non-conformance contributing to the complaint event. A review of the manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint event. A review of the IFU/training manuals revealed no deficiencies. Per case description, patients access vessels were mild in both calcification and tortuosity. It is possible that sheath distal tip split on the complaint device was potentially caused by interaction between the sheath tip and calcification present in the access vasculature when inserting/removing the device. While no resistance was felt and no abnormalities were noted under fluoroscopy while moving the sheath in the vasculature, deep scratches on the sheath shaft (figure 3) are indicative of sheath interaction with calcification. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. While a definitive root cause is unable to be determined, available information for this complaint suggests that patient (access vessel calcification) factors contributed to the split and access vessel occlusion. Since no edwards defects, which could have resulted in the complaint, were identified, corrective/preventive actions are not required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a pra escalation is not required.

Manufacturer narrative:
Additional information was added to d.10. During pre-decontamination of the esheath the distal tip of the sheath was observed to not actually be split but does show evidence of stretching. The investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.